Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review at this time.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax which required chest tube placement and hospitalization. The patient was known to have had a recent interventional radiology (ir) computed tomography (CT)-guided biopsy on the same nodule a month prior with a complication of pneumothorax. The target nodule was located in the left upper lobe very close to the pleural border. Further details were not available. There was no device malfunction associated with the event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.